Event description:
Event 1 [redacted] lot: 35547024. Farawave catheter inverted creating a flower shape inside patient left atrium/ pulmonary veins. No patient harm occurred another farawave catheter was opened to finish the case. Event 2 [redacted] lot: 35836276. The fluid irrigation part of the farawave ablation catheter became clogged / did not flush. No patient harm occurred manufacturer response for farawave ablation catheter, farawave ablation catheter (per site reporter) mfg notified by site.